Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Dated estimated dates. Unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. The reported patient effect of death as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article titled, diagnostic value of 3-dimensional vena contracta area for the quantification of residual mitral regurgitation after mitraclip procedure.

Event description:
This is filed to report the death captured in the literature review. It was reported through a research article identifying mitraclip that may be related to patient death. Details are listed in the attached article, titled diagnostic value of 3-dimensional vena contracta area for the quantification of residual mitral regurgitation after mitraclip. No additional information was provided.